Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the stent malposition; however, the treatment appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat restenosis of the left anterior descending artery. Predilatation was performed prior to the deployment of the 3.5 x 28 mm xience alpine stent. There was no resistance reported during advancement of the stent delivery system to the lesion. During deployment it was observed that the proximal end of the stent implant was not fully opening but was able to be deployed; however, the proximal end of the stent implant was still observed to be not fully open. A 1.5 x 5 mm balloon was advanced inside the stent implant and inflated to fully appose the proximal end of the stent to the vessel wall. This was followed by normal post-dilatation of the stent. No adverse patient effects or clinically significant delay of the procedure were reported. No additional information was provided.